Manufacturer narrative:
D9: device returned to mfg date "12-sep-2024" h3: one device was returned for repair. It was reported that the device had a cracked occlusion sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Event history showed the downstream occlusion alarmed 1057 times. Visual inspection found the downstream occlusion (dso) seal was cracked. The seal is part of the downstream sensor assembly. The downstream sensor was not damaged.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cracked occlusion sensor. The event occurred during preventive maintenance inspection. There was no patient involvement, and no harm/adverse event reported.